Event description:
In 2005 the unknown target lesion was predilated with an unknown size maverick balloon. A taxus express2 2.5 x 24 mm drug eluting stent was attempted to be used when the shaft broke. There were no reported patient complications.